Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer complained of a precharge fail error message. This message will result in a no boot situation. There is no report of death or serious injury.